Event description:
Meter name: one touch profile, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: dizzy, nausea, confused, black out. A pt reported they called the doctor. Their meter allegedly was missing segments. The result on their meter was incomplete, unable to read. The result on the dr's meter was unk. The time difference between pt's meter and dr's meter was unk. Treatment was unk. No further info has been reported.